Event description:
The manufacturer received information that a trilogy evo ventilator was "alarming/red light", not otherwise defined. There was no patient involvement, and no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, the manufacturer is unable to confirm the alleged malfunction. If additional information is received, a follow-up report will be filed.